Manufacturer narrative:
An event of resistance when the delivery catheter was inserted into the femoral vein and the dilator of the delivery system was damaged during the use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2023, a 14f amplatzer torqvue delivery sheath was used. A resistance was met when the delivery sheath was inserted into the femoral vein. Fluoroscopy showed that the wire kinked near the renal vein. Removed delivery sheath over wire and used a multipurpose to advance over kinked wire to remove safely from patient body. The dilator on the delivery sheath noted to have a crack at the tip. A replacement 14f amplatzer torqvue 45x45 delivery sheath (tv45x45) was used to continue the procedure. There was a clinically significant delay, but the patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.